Event description:
Customer reported a 900 ml over infusion of d5 1/2 normal saline with 20meg kcl. The intended rate was 85ml/hr but the pt rec'd an add'l 900ml in 4 hrs. No pt harm or medical intervention required.

Manufacturer narrative:
(B)(4). The device has been rec'd but the eval has not yet begun. A f/u report will be submitted once the failure investigation has completed.